Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer changed the infusion set two days prior to the hospitalization, and began experiencing high blood glucose levels on the morning of the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the tubing clamp was not present to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.